Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high rate non-sustained episode that appeared to be noise on the right ventricular (rv) lead. This lead to a 3.32 second lack of biventricular pacing. No intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.